Manufacturer narrative:
Device evaluation summary: the device was returned to apollo for analysis, and visual examination was performed on the device. The balloon shell was noted to be discolored, as approximately 20% of the shell was noted to be brown in appearance. Brown particles were noted on the inner surface of the valve, and the outer surface of the center patch. A sample fill tube was used to perform the valve and leak tests. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from one opening on the anterior portion of the shell. Under microscopic analysis, the edges of the opening were noted to have striated edges, consistent with surgical damage and device removal activities. Yellow and brown particulate matter was noted on the inner surface of the valve channel.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera365¿ system include: - gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach, delayed gastric emptying and/or the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. - balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had noticed blue dye in vomit for first time (24 hours) post placement. "Small amount of blue fluid found in stomach, micro leak." The device was removed.